Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, during setup, the sampling manifold had a crack at the luer lock port. The product was changed out. The surgery was completed successfully. There was not pt involvement as this occurred during set up.